Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the hospital when the patient was reported to have pauses of 5-6 seconds. The pauses were indicated to occur during atrial capture management testing as well as other uncoordinated times. Reprogramming was performed to turn atrial capture management off and increase right ventricular output. The right atrial (ra) lead and right ventricular (rv) leads remain in use. No further patient complications have been reported as a result of this event.